Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the suture broke while tightening the loop. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional info: g.3 followup information received. H.3 device evaluation changed. H.6 updated. Complaint is confirmed. One ar-1588rtt was received for evaluation. Visual inspection revealed a broken suture at the button. Functional testing could not be performed due to damage to the suture. The most likely cause of the reported failure can be attributed to user error due to excessive force used during tensioning.